Event description:
Consumer reported upon removal of a tampon the pledget fell apart. She manually removed pieces from her vaginal cavity and some pieces expelled in her vaginal discharge. She did not seek medical attention and she did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.